Manufacturer narrative:
Bed could not be repaired due to age.

Event description:
It was reported by the customer that a fire started inside the bed at the foot end due to burned out capacitors on the mainboard. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.